Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level is 586 mg/dl. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised that they had an issue with their previous set and their current set is delivering insulin properly. Customer was advised to monitor the insulin pump and follow up with their healthcare provider. Customer was advised replacement infusion sets and reservoirs will be sent out.